Event description:
It was reported that a patient with an artificial urinary sphincter (aus) had been admitted to the hospital due to unrelated reasons. The aus was deactivated before a catheter could be placed; however, upon recovery the device was evaluated, and it had ceased to work. A surgical procedure was performed, in which the existing device was removed, and a new aus was implanted. During the procedure, it was noted that the previous cuff did not fit the urethra appropriately; therefore, the new cuff was downsized. There were no patient complications reported.